Event description:
Boston scientific received info that this lead dislodged one day post implant. The lead was explanted and a new lead successfully implanted. There were no additional adverse pt effects reported.